Event description:
The clinician reported that almost 5 months after the immediate dental implant was placed in ada site 3 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician reported the patient's sinus perforation, bone loss, pain, osteitis, mobility and bleeding. The site was grafted. There were no reported patient complications. (B)(4).

Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. Additional patient code (f10): 2104. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The device was not received by the manufacturer. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form.

Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. Additional patient code (f10): 2104. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 5 months after the immediate dental implant was placed in ada site 3 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician reported the patient's sinus perforation, bone loss, pain, osteitis, mobility and bleeding. The site was grafted. There were no reported patient complications.